Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a problem with their controller. They turned stimulation off every night and when they turned stimulation on in the morning both programs were down to 0. They always used group a. A representative reprogrammed their device a week ago and the patient reported that the issue occurred prior to reprogramming (about 3 weeks to a month ago). The representative checked the device and said everything was good. During the call the patient's stimulation was on and both programs 1 and 2 were at 5.4. The patient turned the stimulation off and then back on and their programs were still at 5.4. The patient reported that the issue occurs when stimulation is off for a longer period of time; they would wait and walked around but the stimulation stayed at 0.0 after turning stimulation on. They were usually upright when turning stimulation back on. The patient called back the next morning and their programming was still at 5.4. They reported they would call back if the issue continued. No further complications reported.

Event description:
Additional information received from a healthcare provider (hcp). When asked if the cause of the stimulation decreasing unexpectedly was determined the hcp noted "yes" and said the sensor settings were reset for the patient and now they appear to be working fine. The adaptive stimulation settings were tested and then found to be "off". The sensor was reset and then settings were finalized. The issue was resolved. They also noted that the patient weighed 240 pounds. No further complications reported.

Manufacturer narrative:
Device code c139460 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the issue was not determined. Adaptive stimulation was reprogrammed and the problem appeared to have been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called back on (B)(6) 2019 and reported the same issues as previously documented. The patient confirmed that the controller was working as intended and the patient was therefore redirected to follow up with their healthcare provider to confirm what their programming was set to and to adjust their adaptive stimulation settings as needed. No further complications reported.